Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported during placement of the catheter, the peel-apart sheath was found split at the tip when in use. It was unusable and the customer replaced the kit.

Event description:
It was reported during placement of the catheter, the peel-apart sheath was found split at the tip when in use. It was unusable and the customer replaced the kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged peel-apart sheath was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4.5fr microintroducer dilator/sheath. The sample was received assembled. A bend was observed in the dilator near the distal tip. A longitudinally aligned split was observed in the sheath. Microscopic inspection of the sheath confirmed a split extending from the distal tip. The split was approximately 2mm in length and exhibited a granular fracture surface. Fiber-like plastic strands spanned the split along its entire length. The split features were consistent with the material pulling apart during the curing process, possibly caused by inconsistent shrinkage rates between the dilator and the sheath. Similar splits have been observed during storage/curing at the manufacturing facility. Manufacturing assessment for escalation indicated no CAPA was to be issued at this time.

Event description:
It was reported during placement of the catheter, the peel-apart sheath was found split at the tip when in use. It was unusable and the customer replaced the kit.